Event description:
Detachment of the hooped snare. Upon grasping the insertion wire during gastrostomy, the hooped snare detached.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation is one disposable grasping snare. Upon receipt, the hoop snare has partially detached from its metal locking crimp. Gross and microscopic examinations of the snare hoop reveals an improper crimp. The dimensional measurements of the locking metal crimp show it not to be within dimensional specifications. No damage to the grasping snare hoop was observed. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.